Event description:
It was reported that during the implant procedure, the placement of the left ventricular (lv) lead was reassessed and it was found that the lead had migrated slightly proximally. The physician felt that due to the patient¿s anatomy a different lead model would stay in place better. The lead was removed and another lead was implanted. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).